Event description:
A ventilator was returned to the MFR for preventive maintenance. No allegation of malfunction was reported. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue with the power management board was observed. The ventilator's power management board was replaced to address this issue.